Manufacturer narrative:
Based on the available info, this event is deemed to be a serious injury. Consumers' mother states that there is improvement in depth of wound at 9 o'clock position. States end user will continue seeing ostomy nurse weekly until healed. Taking pain medications routinely for pain to this area. Using aquacel ag to fill area with duoderm over top; changes daily or every few days depending on how long wafer stays on. No add'l pt/event details have been provided to date. A return sample for eval is not expected. Should add'l info become available, a follow-up report will be submitted.

Manufacturer narrative:
No previous investigations are available. No returned samples were received. After if a detailed batch review of lot 4e00598, no discrepancies (includes non-conformances/deviations) were found. There is not enough information to conclude the product did not meet specification and perform as intended. Product monitoring reviews will monitor for product trends if this issue were to reoccur. No further actions are required, and the complaint will be closed. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).

Event description:
It was reported by a consumers' mother that the end user was seen on (B)(6) 2014 by surgeon and ostomy nurse for eval due to an open area around stoma from 3 o'clock position around to 9 o'clock position on peristomal skin and is approximately 1.0cm deep. It was further reported that a flat moldable wafer was applied that lasted 1 day, and after showering durahesive portion of wafer disintegrated and stool leakage occurred.